Manufacturer narrative:
Results: a sample was not returned for evaluation. A photo returned shows the customers reported defect. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5111793. Conclusion: complaint confirmed. The missing label print is believed to have been caused by a jam. The tubes were not properly discarded and were inadvertently packed out.

Event description:
It was reported that bd vacutainer® brand sst¿ tubes containing silica and gel, the tube did not have any label or identification. No injury or medical intervention.